Manufacturer narrative:
A united states customer contacted siemens to report that two falsely elevated carbon dioxide (co2) patient sample test results were obtained from an advia chemistry xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found that the reaction bath oil was contaminated. The cse drained and refilled the reaction bath ring with reaction bath oil. The cse replaced all the reaction cuvettes, the dilution cuvettes and the peristaltic pump tubing and cassette. The cse then ran a system wash and cell blank. The cause of the falsely elevated co2 test results is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
Two falsely elevated carbon dioxide (co2) patient sample test results were obtained from an advia chemistry xpt instrument. The initial test results were not released to the physician(s). The same samples were repeated on the same instrument and the repeat test results were released as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated patient results.